Manufacturer narrative:
Follow-up # 1 date of submission 1/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/06/2016 with the following findings: the investigation was unable to duplicate the original complaint about damaged casing in the cartridge compartment. Unrelated to the original complaint, it was observed that the battery compartment was cracked from the top to the cover part.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.